Manufacturer narrative:
A beckman coulter customer technical customer support (cts) specialist assisted the customer troubleshoot the au480 clinical chemistry analyzer over the phone. The customer requested field application support (fas) and cancelled visit after customer inspecting the instrument. The customer inspected the instrument and observed black debris on the ise tubing. The customer replaced the ise tubing to resolve the issue. The system returned to normal operation. Section a2 and 3: refer to b6 section for information regarding age, and gender sections: a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6) the beckman coulter identifier is (B)(4).

Event description:
The customer reported generation of erroneous erratic patient result on 21-july-2024, for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer provided examples of false results. Note: the customer provided patient data of false results for two (2) different occurrence dates. This report will address erroneous results generated on 21-july-2024. Report submitted on case (B)(4) will address erroneous results for 26-july-2024.